Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement top case assembly as a part of a warranty claim. Resmed reference#: (B)(4).

Event description:
It was reported that an astral device had an inoperable touch screen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to physical damage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported that an astral device had an inoperable touch screen. There was no patient harm or serious injury reported as a result of this incident.